Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri, high lead impedance and slight increase in threshold were observed. The lead was capped and replaced on (B)(6) 2016 without complication.